Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01663. This report is being submitted as additional information. Manufacturer's investigation conclusion: although the reported pump stoppages were confirmed via the submitted system controller log file, the cause could not be conclusively determined. The submitted log file showed pump stops with corresponding low speed and low flow hazards. All of the captured events occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient presented with pump stop alarms. The patient was placed on an un-grounded patient cable and provided with to additional un-grounded cables. Additionally, the system controller was exchanged and returned. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii left ventricular assist system instruction for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that pump stoppages occurred. The patient was asymptomatic the submitted log file was reviewed by the manufacturer¿s technical services representative confirmed pump stoppages on power module support. The patient was taken to the or and further imaging of the driveline under fluoroscopy showed no obvious areas of concern. The system controller was then exchanged. The patient was asked to bend, twist, cough and laugh and there were no alarms. The patient was sent home with an ungrounded power module patient cable to use when connecting the lvad to the power module.

Manufacturer narrative:
Age: correction.